Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 17 years since the subject device was manufactured. Based on the results of the investigation, the reprocessing was carried out without implementing the bedside cleaning specified by the instructions for use. Therefore the root cause is attributted to failure to follows instructions. The event can be detected by handling device in accordance with the following section of the instructions for use: evis lucera jf/tjf type 260v instruction manual cleaning/disinfection/sterilization, "3.3 bedside cleaning." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
According to the instruction manual of the scope, water suction should be performed for 10 seconds in addition to washing liquid suction at bedside washing. The customer information center explained to the customer the necessity of suctioning with water in order to thoroughly wash the device. The device is not being returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that after primary cleaning with reprocessor, the water suction was not performed for bedside washing on the evis lucera duodenovideoscope. No patient harm was reported.